Event description:
"Laparoscopic tale-down of colostomy. Patient colostomy and primary low anastomosis." "New device has to be opened and used. Prolonged process. Had to be removed from pt abdomen. I have these broken piece, would prefer to have you view it here or else sign a release stating you will not destroy parts during testing and I will return it with the same condition it is sent. We also want a copy."

Manufacturer narrative:
Product was not returned for evaluation. If product is returned will evaluate and send new report.